Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. The family did not want a post-mortem. The physician did not believe the incident was device related. The cause of death from the coroner report: complications following bypass of the common carotid arteries and clipping of the proximal subclavian arteries and relining of the aortic arch aneurysm in the setting of a saccular aneurysm of the distal aortic arch causing recurrent laryngeal nerve compression. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular procedure to treat a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. Reportedly, there was no procedural issues. The patient was stable throughout operation and post op. On (B)(6) 2023, the physician (B)(6) called to fsa and mentioned that the patient was stable for two days in hospital post op but that just before the midnight on friday(B)(6) 2023, the patient was found unresponsive by nursing staff on the ward. The patient was not resuscitated due to the not-for-resuscitation (nfr) order. The case has been passed onto the coroner for further investigation. (B)(6) did not believe the incident was device related. However, the family did not want a post-mortem conducted further to the coroner report hence it has put it down to complications of the bypass & aortic stenting. The cause of death from the coroner report: complications following bypass of the common carotid arteries and clipping of the proximal subclavian arteries and relining of the aortic arch aneurysm in the setting of a saccular aneurysm of the distal aortic arch causing recurrent laryngeal nerve compression.